Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep adjusted the sv at mct pcb to 5.15v and replaced all loose components in the c-arm drive cover. The system operates as intended.

Event description:
It was reported that the 9900 system booted up and displayed a motion error. There was no patient involvement.